Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. As reported, during endoscopic combined intrarenal surgery (ecirs) involving both percutaneous and ureteral access for stone removal, the 'roadrunner wire guide' broke. A competitor's dual-energy lithotripter (combined ballistic and ultrasound energy) via percutaneous access and a laser were used. The wire guide broke in ureter while it came into contact with the laser used at 30 watts. The user noticed and removed the broken fragment with a cook's basket. The procedure was completed successfully by removing the remaining guidewire and replacing with another roadrunner. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this event. Reviews of documentation including the quality control (qc) procedures and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device did not provide any information related to the reported failure mode. Based on the available information, no product returned, and the results of the investigation, cook has concluded the cause of the complaint is inadvertent use error since it was reported the wire guide was cut with a laser. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: phone = (B)(6). G4: PMA/510(k) number = exempt, h3: device evaluated by mfg = not returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during endoscopic combined intrarenal surgery (ecirs) involving both percutaneous and ureteral access for stone removal, the 'roadrunner wire guide' broke. A competitor's dual-energy lithotripter (combined ballistic and ultrasound energy) via percutaneous access and a laser were used. The wire guide broke in ureter while it came into contact with the laser used at 30 watts. The user noticed and removed the broken fragment with a cook's basket. The procedure was completed successfully by removing the remaining guidewire and replacing with another roadrunner. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this event.